Manufacturer narrative:
The unit passed the rewind, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test and displacement test. There was no motor error alarms or displacement anomalies noted. The motor was tested outside the device and passed. The unit was received with cracked case at display window corners and reservoir tube lip. The unit was received with minor scratched lcd window.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 173mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).